Event description:
The customer's father reported that the insulin pump had a blank display. No blood glucose reading was reported at the time of the call. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint.